Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had damage to the orange rubber part at the distal end of the convex. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation had identified the following reportable malfunctions: the acoustic lens had peeled off (to a level where the adhesive layer was exposed), the acoustic lens had floated (to a level where the adhesive layer was not exposed), the light guide lens adhesive section had become cloudy, foreign material had been present at the air/water supply cylinder, and the forceps stand had contained foreign material. Based on the results of the investigation, for forceps stand had foreign material and foreign material at air/water supply cylinder the most probable cause of the complaint was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, for the remaining findings, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.